Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 sensor session ended and the ilet operated in bg run mode, during which the user manually entered glucose values and experienced a low blood glucose of 60 mg/dl. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy for correction. Investigation included troubleshooting and education regarding bg run mode operation, manual entry requirements, the 48-hour bg run mode duration, and the need to use backup therapy if cgm is not connected. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction identified during education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.